Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2015 with a high blood glucose level of 293 mg/dl. The customer stated that they were released from the hospital and realized that their health care provider programed the wrong settings into their insulin pump. The customer declined troubleshooting and stated that they will call back after talking to their health care provider about the issue. The customer did not return the product back for analysis.